Event description:
Nasojejunal (nj) tube clogged and was flushed with viokace to help resolve. Later that evening patient noted to have abdominal distention. Xray revealed fractured tube and pneumoperitoneum. Patient went to or for repair of the bowel and removal the nj tube.